Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a sensor error and was not receiving cgm (continuous glucose monitor) values. The event occurred 5 days after the sensor had been inserted in the abdomen. No symptoms were documented prior to the event. Although the patient received an alert that no readings were available which exceeded 3 hours, at the time of the event she was unable to check her bg (blood glucose) level using a finger stick. On (B)(6) 2024, her spouse realized she was not receiving readings on the cgm app and called ems (emergency medical services). After paramedics arrived the bg fingerstick was 25 mg/dl. She was treated with an ¿IV shot¿ and oral glucose (tube) to raise her bg level. After treatment, her bg level stabilized and she recovered at home. At the time of the report, the patient was fine. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. However, a sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.